Event description:
The service report shows that while performing service for an unrelated event, the customer support engineer determined that the loss-of-power alarm did not activate. The cse inspected the device and verified the malfunction. The cse removed and replaced the batteries. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.